Manufacturer narrative:
Cooper surgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will br filed. Reference e-complaint-(B)(4).

Event description:
Review of repair log 88639. Customer responded the following in the repair authorization form: did the physician perform extra steps to complete the procedure? Yes - stitch, chemical coating. Was there a potential health risk?yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will br filed. (B)(4). Update 5/18/2018: investigation: a review of the 2 yr complaint history reveals similar issues. The unit was found to operate to specifications with no deviations. This unit was in service since 2012 with no record of a prior issue/return. The complaint condition was not confirmed. The unit was found to function well so no wear and tear appears to be playing a roll in the occurrence. The root cause for this complaint condition is not readily available. It is not clear if the issue was due to end user error, but it is likely some error during the procedure had occurred not related to the device's function.

Event description:
Review of repair log (B)(4). Customer responded the following in the repair authorization form: did the physician perform extra steps to complete the procedure? Yes - stitch, chemical coating. Was there a potential health risk? Yes.